Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient passed away due to sepsis. A major bacterial line sepsis infection was noted on (B)(6) 2026 which was treated with drug therapy only. Although it was considered to be unlikely to be device unrelated, it could not be ruled out. The cause of the infection was stated to be complexity of medical management. The death was noted to be unexpected and occured when the patient was in hospital. The patient had a decreased level of consciousness on (B)(6) 2026, antibiotics were started due to the suspected infection. The patient was diagnosed with methicillin-susceptible staphylococcus aureus infection by catheter culture. Symptoms worsened and the patient died due to complications of infection due to the original decline in reserve capacity.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient passed away due to sepsis.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.